Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and food was consumed to address the bg level. The cause of the low bg was not known. The customer declined to upload the pump data for review and declined tandem technical support's offer to troubleshoot.